Manufacturer narrative:
This product will not be returned for analysis. Additional information will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with manufacturing report numbers 1016427-2009-00019 and 96169099-2009-00095.

Event description:
The patient was treated in the study with a precise stent to the right ostium carotid artery in 2008. While removing the angioguard, the patient experienced a cerebral hyperperfusion syndrome and received dopamine for treatment. In approximately 20 minutes, the patient returned to baseline. The patient was noted to have aphasia, reflex changes, and left hemiparesis. The event occurred during index procedure, during catheterization. The patient fully recovered with no deficit. The patient was discharged three days later, with no deficit. The lesion was moderately calcified, ulcerated with no documented vessel tortuosity by visual inspection. The precise was used with no reported malfunctions. The angioguard was successfully deployed and retrieved without any technical problems. The patient had noted occlusion in the contralateral carotid artery. The patient left the angiography suite with neurological deficit. A 30 day follow-up was completed with no noted adverse events. The event was documented as no related to the cordis product, but related to the index procedure.